Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown screw fractured due to a previous loosening. Implant is still in place. Tooth location 18.

Manufacturer narrative:
Additional information received identified the device as zimmer screw. Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. The device is not reportable due to alternative summary report exemption e1998009. This event was previously reported under MFR 0001038806-2019-00174 submitted on march 12, 2019. No further medwatch reports will be submitted.

Event description:
Additional information received identified the device as a zimmer screw.